Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
T was reported that the patient presented to the clinic with with his stimulator overdischarged. He stated seeing eri (elective replacement indicator) on his recharger greater than 6 months ago. He states his stimulator was implanted for cluster headaches, however he hasn¿t been using it as he hadn¿t had a cluster headache in 2 years. Patent reported having a significant increase in his stress level which he believes triggered sudden return of his cluster headaches. Since his headaches returned, he states he tried to use his stimulator but was unable to turn it on or charge it. Contributing factors were noted to be that the patient stopped charging his stimulator greater than 6 months ago. He denies any falls. Patient completed a physician recharge session and proceeded to charge his stimulator. The manufacturer representative cleared the por (power on reset) on his stimulator and observed the eri (elective replacement indicator) indication. As the physician and patient are planning to replace his stimulator, I proceeded to check his impedance. The 0, 1, <(>&<)> 13th contact measures >10,000 ohms. The patient was reprogrammed with a new group to avoid using the 0 <(>&<)> 1 contacts which were previously programmed as cathodes. Patient plans to evaluate the new programming and if he is still receiving acceptable therapy the plan will be for his physician to replace his stimulator only on 4/23/21, due to battery end of life. If he is not receiving acceptable relief, the plan will be to refer him to mayo clinic for replacement of his occipital leads and generator, as his physician does not place leads occipitally. At this time, the issue has not yet been resolved. The health care professional has no further information regarding this event.